Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res# (B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's omnipod dash personal diabetes manager overheated and will no longer hold a charge. The device has been replaced.